Event description:
It was reported that while using bd bbl¿ cdc anaerobe 5% sheep blood agar the customer observed biological contamination and water marks. This event occurred 5 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "there are some bacteria on the plate with water marks 1-3, but none of them grow. Just a bunch of water marks."

Manufacturer narrative:
Investigation summary: 252467, lot# 1342900. The complaint was not confirmed as the reported defect on a picture. We confirmed no issue in photo. We only confirmed water spot mark on the agar surface. This phenomenon is in spec qc attribute test. We cannot control the moisture during transportation. We haven't had same report from other customer. No issue in DHR. No issue in retention sample. We will continue to monitor this issue.